Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that one button may work, but then the others would not. Blood glucose level at the time of the incident was 267 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, broken belt clip slot and a cracked reservoir tube lip.